Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR ID#s: 2134265-2012-02584 and 2134265-2012-02585. Same patient as MDR ID#s: 2134265-2009-01574, 2134265-2010-01281 and 2134265-2010-02194. It was reported that post a stenting treatment procedure, the patient experienced angina and ischemic symptoms and in-stent restenosis occurred. The index procedure treated the de novo, type b1, 50% stenosed 3.0x12.8mm target lesion located in the proximal left anterior descending (lad) artery. Treatment consisted of pre dilation with a 2.5x15mm unknown balloon inflated to 8 atm and the placement of a 3.0x12mm taxus express2 stent deployed at 12 atm. Post dilation was performed with the stent delivery balloon. Ivus was performed confirming the stent was placed properly resulting in 0% residual stenosis. Non bsc stents were implanted in the mid and distal lad (3.0x23mm, 2.5x18mm). The patient was discharged the next day on bayaspirin and panaldine. (B)(6) 2008 - the physician observed 75% restenosis measuring 21mm in length located in the previously stent lad, with a reference vessel diameter of 2.5mm. The physician treated the in-stent restenosis with placement of an unknown sized taxus express2 stent, resulting in 0% residual stenosis. (B)(6) 2009 - stenosis was confirmed in the mid lad but there were no anginal symptoms. In (B)(6) 2009, angioplasty and stenting treated the 90% stenosed 3.0x11mm lesion located in the mid lad with an unspecified balloon and taxus stent resulting in 0% residual stenosis. (B)(6) 2011 - the physician observed 75% restenosis measuring 19.7mm in length of the previously stented proximal lad with a reference vessel diameter of 3.57mm. The restenosis was treated with target vessel revascularization using an unknown manufacturer's balloon, resulting in 25% residual stenosis. The event was considered resolved and the patient was discharged the following day. (B)(6) 2011 - the patient experienced worsening angina and ischemic symptoms and the physician observed 99% restenosis measuring 11.5mm in length of the previously stented proximal lad with a reference vessel diameter of 3.17mm. The restenosis was treated with balloon angioplasty using an unknown manufacturer's balloon, resulting in 25% restenosis. The patient was considered improved.